Event description:
It was reported that during implant of the leadless implantable pulse generator, after the delivery system was implanted, it was impossible to withdraw blood back under negative pressure.  Multiple attempts to reposition and adjust the system were unsuccessful to withdraw. Therefore, the system was replaced. No patient complications were reported as a result. (B)(6) 2026: it was further reported that the introducer was returned to the manufacturer analyzed, and tested out of specification.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The distal seal of the delivery system introducer was damaged. Visual analysis of the intr oducer indicated damage during use. The analyst noted the introducer was returned without the dilator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.